Manufacturer narrative:
A leak test was performed on the device. Fluid leaked out of the unexposed portion of the soft cannula. A small tear was observed on the unexposed portion of the soft cannula. Corrosion was observed on multiple components of the device, being the top housing, pcb, top battery, and top right corner of the chassis. The leak on the soft cannula caused the corrosion. An 0x40 alarm, rotational sensor maximum open count exceeded, was generated during operation. The corrosion and internal fluid caused abnormal rotational sensor readings, triggering the reported alarm. These factors ultimately contributed to the device's failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 450 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. As treatment, a new pod was applied and insulin was delivered.